Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two of three incision sites for this subcutaneous implantable cardioverter defibrillator (s-ICD) system were infected. The pt was hospitalized. The system was successfully explanted and no additional adverse pt effects were reported. A boston scientific field representative was not at the explant procedure, and it is unk if the products will be returned.